Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood and in body tissue/fibrotic growth, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that electrical resistance and cross continuity test results were within specification.

Event description:
It was reported that the patient had a couple of falls because of a neuropathy and the right ventricular (rv) lead developed a high threshold and no capture. The rv lead was repositioned but after multiple attempts the electrical measurements were unstable so the rv lead was explanted and replaced. When the leads were connected back to the device there was trouble getting the wrench to set in the setscrew and it did not feel seated and when it was tried to be turned there was no ratchet sound. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.